Event description:
It was reported that a button on the insulin pump was unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The pump had intermittent button response due to an open connector on the lcd board. The pump also had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.